Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl. Elevated bg was addressed by a bolus via the pump. Reportedly, elevated bg level was due to a non-tandem infusion set bent cannula. Customer went to the emergency room for the elevated bg and was subsequently admitted to the intensive care unit. Customer was treated intravenously with saline and insulin. The infusion set brand and manufacturer was not provided. Customer was released from the hospital on (B)(6) 2021 with no permanent damage and issue resolved.